Event description:
The customer reported to olympus "right angle down" (reduced angulation). The device was sent for evaluation where a foreign object inside the nozzle of the colonovideoscope was found. There is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation confirming the customer's reported event. In addition, the bending angle in the 'up' position did not meet the standard value. Due to wear of the angle wire, play of the upward/downward knob was out of the standard value. Due to wear of the angle wire, the objective lens had a chip. The plug unit had discoloration. The air/water cylinder had corrosion. Paint on the suction cylinder and air/water cylinder were peeled. The forceps elevator lever and knob, plastic distal end cover, right/left knob, image guide protector, switch 1, the switch box, the scope cover and scope connector, the universal cord, the protector of the universal cord, the scope connector cover, the grip, the control unit, the flexibility adjustment ring and the connecting tube were all scratched. The suction cylinder was shaved. The control unit had discoloration, and the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: -gif/cf/pcf-290 series chapter 3 preparation and inspection. -gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.